Manufacturer narrative:
Product number- 9560524, lot number: my07l001r. In the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. Since the joint is deformed, it is recommended to replace it. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a service and repair regarding a patient for an unknown spinal therapy. It was reported that the flexarm does not work. There was patient involved in the event and no further complications were reported. 2021-apr-23_e1 (rep): additional information was received via manufacturer representative that the event occurredon 2021-mar-22. The product came in contact with the patient. There was delay of 5minutes due to the replacement of the product. The flexarm cannot be fixed. Pre-op diagnosis - hernia procedure involved - med (micro endoscopic discectomy) levels implanted - l4/5.